Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e411 analyzer. The specific date of this event was requested but not provided. The patient's initial tpsa result was 0.28 ng/ml. The customer repeated the sample twice because they did not believe the result. The repeat results were 6.01 ng/ml and 5.98 ng/ml. The customer stated the initial result was not reported to the patient. Information on whether the initial result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The tpsa reagent lot number was 175625. The expiration date was requested but not provided.

Manufacturer narrative:
Additional information has been provided. Date of event, should be (B)(6) 2014. The discrepant result was not reported outside the laboratory. The patient was not adversely affected by this event. Date received by manufacturer, should be (B)(6) 2014.

Manufacturer narrative:
A root cause could not be determined. Nothing unusual was found on the alarm trace. The field service representative changed the measuring cell and did performance testing. This was the only discrepant result from this customer. The analyzer was working within specifications.

Manufacturer narrative:
This event occurred in (B)(6).